Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): block e1 (initial reporter address 1, address 2, initial reporter city, initial reporter zip/post code) have been updated based on the additional information received on june 11, 2024.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h2 (additional information): block e1 (initial reporter address 1, address 2, initial reporter city, initial reporter zip/post code) have been updated based on the additional information received on june 11, 2024. Block h11: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Dimensional analysis was performed, and the measures were found within specification. No other problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not deploy inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.